Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported leak was confirmed. Additionally, this lot has an exception associated with this failure mode. A review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 5.5x120mm armada 18 balloon dilatation catheter, when pulling negative a leak was noted as the balloon kept drawing air. The device was not used. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.